Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2017-12499. It was reported pericardial tamponade occurred. An intellanav mifi oi ablation catheter and an intellamap orion¿ mapping catheter were selected for use during an atrial tachycardia (at) ablation procedure. After re-ablation of the pulmonary veins and ablation of the at the roof from the left atrium, the patient¿s blood pressure became low. A transthoracic echocardiogram was performed which revealed pericardial tamponade. The ablation catheter and mapping catheter were removed from the left atrium. A pericardial puncture was performed and about one liter of blood was removed. The cause of the tamponade was not determined; it was unknown if either catheter caused or contributed. The procedure was aborted following the puncture. The patient was stable and awake, and was transferred for further observation in the intensive care unit. There were no further patient complications.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis after decontamination; the lot number did not match the lot number previously reported. Electrical testing was performed which revealed no electrical opens or shorts. All electrode, thermocouple, and magnetic sensor resistances measured within specification. The steering knob and the tension control knob functioned properly on both the lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Ablation was verified using the maestro generator 4000 and metriq pump, and was found to be within specification. No error codes or warnings were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as 2134265-2017-12499. It was reported pericardial tamponade occurred. An intellanav mifi oi ablation catheter and an intellamap orion mapping catheter were selected for use during an atrial tachycardia (at) ablation procedure. After re-ablation of the pulmonary veins and ablation of the at the roof from the left atrium, the patient¿s blood pressure became low. A transthoracic echocardiogram was performed which revealed pericardial tamponade. The ablation catheter and mapping catheter were removed from the left atrium. A pericardial puncture was performed and about one liter of blood was removed. The cause of the tamponade was not determined; it was unknown if either catheter caused or contributed. The procedure was aborted following the puncture. The patient was stable and awake, and was transferred for further observation in the intensive care unit. There were no further patient complications.